Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The initial result was 0.0949 ng/ml. The sample was retested on a cobas e601 module, and the result was 0.091 ng/ml. The sample was tested using competitor methods. The result using the siemens centaur xp method was 0.617 ng/ml. The result using the autobio autolumo a6000 method was 0.58 ng/ml. The result using the abbott axsym method was 0.477 ng/ml. The sample was repeated as the results did not match the patient's clinical diagnosis. It was reported that other result markers remained within normal limits: the myoglobin result was 22.47 ng/ml, and the creatine kinase-mb result was 2.17 ng/ml. The tumor markers were all within their respective reference intervals.

Manufacturer narrative:
The investigation determined that the issue was consistent with a myocardial injury. Pazopanib is a tyrosine kinase inhibitor (tki) that has been associated with myocardial injury (cardiac toxicity). Consistent troponin elevations (tni and tnt) across platforms, even in the absence of symptoms, may indicate myocardial injury, warranting diagnostic work-up for differential diagnosis. The investigation did not identify a product problem.